Manufacturer narrative:
The complainant reported that a screwdriver broke when the surgeon was disengaging the screw from the driver. An alternate screwdriver was used to successfully complete the procedure. There were no known patient complications. The instrument showed signs of repeated use. The thread detail a the distal tip of the driver was broken and there was a pedicle screw attached to the driver as reported by the complainant. The condition of the screw was unremarkable, there was no noticeable damage present. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory on 02/18/2016. The surgical technique guide outlines the steps that must be performed to correctly load a pedicle screw. The warning listed for this step states, "if the ratcheting screwdriver handle is not placed in the neutral, non-ratcheting positon for screw disengagement, the pedical screw driver may be difficult to disengage from the screw." Additionally, it states, "if the user turns the driver with high torque force without placing the handle in the neutral position, this could cause considerable damage to the threads including causing them to break off completely." It is unclear if all steps in the surgical technique guide were followed when loading the pedicle screw.

Event description:
The complainant reported that a screwdriver broke when the surgeon was disengaging the screw from the driver. An alternate screwdriver was used to successfully complete the procedure. There were no known patient complications.